Manufacturer narrative:
Additional narrative: update rec'd 8/5/2016- legal correspondence received. An explant was received and sent to the lab. Examination of the submitted device confirmed fracture due to low-stress, high-cycle fatigue. There were no inclusions or other material defects that could have contributed to crack initiation or propagation. Based on review of the received medical records, a review of the device history records, and examination of the received components, there is no evidence of component defects that could have contributed to the fracture of the patient's lps stem. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned for evaluation. Photographs of the reported device were provided. Review of the provided photographs confirm the reported lps 10mm cemented stem device has fractured into two sections. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required were not provided. Provided patient medical records were reviewed and from a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Legal claim and medical records received. Legal claim alleges the patient fell on (B)(6) 2013 and heard a loud pop. She had immediate pain and was unstable due to a broken prosthesis of the distal femur. After review of the medical records for MDR reportability, the patient had a lps system implanted on (B)(6) 2006 due to right leg bone cancer. The patient was revised on (B)(6) 2013 due to a broken 10mm cemented lps stem. The records indicate the broken prosthesis is secondary to the bone cancer.